Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect magnesium results for multiple patient samples. The following data was provided (customer provided reference range is 1.6 to 3.0 mg/dl): sid (B)(6), (77-year-old male): initial result = 9.38 mg/dl, repeat = 1.7 mg/dl, sid (B)(6), (22-year-old female): initial result = 8.99 mg/dl, repeat = 2.1 mg/dl, sid (B)(6), (45-year-old female): initial result = 8.66 mg/dl, repeat = 1.9 mg/dl, sid (B)(6), (78-year-old male): initial result = 8.18 mg/dl, repeat = 1.7 mg/dl, the discrepant results were not reported out of the laboratory. No impact to patient management was reported.